Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that air bubbles were found in reservoir during therapy and insulin flow block alarm was also received. Customer reported that size of air bubbles were small ones but when flicked it forms a larger one. No harm requiring medical intervention was reported. The device will not be returned for analysis.